Event description:
Patient undergoing procedure for removal and replacement of retained ureteral stent. The surgeon was utilizing a circon grasping forceps to remove a piece of the calcified stent when one of the grasper jaws broke off of the instrument. The broken piece was retrieved and a new instrument was obtained to complete the procedure. There was no injury to the patient. The broken device was returned to our sterile processing department for repair.